Event description:
Pt stated ltv ventilator would not turn on. But when technical personnel got to pt's house the ventilator turned on. Technician took back and switched ventilator and the button was fixed, the membrane of button and ventilator is working functionally. We are not sure if ventilator did or did not turn on for pt but is functional now without any more issues. No harm came to pt and machine was exchanged immediately. Frequency: at night only. Diagnosis for use: chronic respiratory failure.